Event description:
A patient contacted our firm via email to report having developed an eye infection while wearing acuvue oasys contact lenses (cl). The patient reported redness, blurry vision, itching and that the eye "crusted over like pink eye". The pt stated that he/she started wearing acuvue oasys cl this year. The patient did not indicate the wear schedule or the cleaning solution that he/she was using. The patient reported having been treated by an eye care professional (ecp). The patient did not provide the ecp's contact information. Vistakon has made numerous unsuccessful attempts to contact the patient for additional information and retrieval of the suspect product. A device history review was not performed because we were not able to obtain the lot number(s) for the suspect product. Any additional information will be reported within 30 days or receipt. MDR reportable events are reviewed in quarterly management review meetings.

Manufacturer narrative:
Device labeling single use or reuse. No conclusion can be drawn.